Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular oversensing was observed. The patient was symptomatic during the oversensing, but did not become syncopal. Isometrics, positional movements and pocket manipulation showed no noise. The lead was explanted and will not be returned.